Event description:
Customer called on (B)(6) 2011 reporting that there was a leak from the aspiration probe during calibration of a unicel dxh 800 coulter cellular analysis system. Customer stated that they were running calibration using the s-cal kit and the aspiration probe leaked the s-cal fluid onto the specimen transport module (stm). Customer did not seek medical attention and there was no injury or change to patient treatment reported. Customer was not running samples and was only running s-cal when incident occurred. As a result, patient results were not affected by the incident. Field service engineer (fse) was dispatched and found a pinhole in the vacuum line tubing at vl314 associated with the probe. Tubing from valve (vl 341) to manifold (mf 340) was associated with vacuum at the probe. Fse proceeded to replace the tubing and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).